Event description:
Customer alleged right siderail caregiver will not latch in place.

Manufacturer narrative:
Technician found that the latch and pin latch were corrected by body fluid, causing the problem. Technician replaced latch and pin latch and rechecked siderail latching. No injuries reported.